Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the insulin pump's date/time has been "slow" for over the past few months and had to reset the time often. Reporter claimed that the insulin pump was been an hour slow for over the past 3 months for 3 times. She confirmed she has adjusted the time appropriate at daylight savings time. The reporter indicated that she has been comparing the time to her tv's time. There was no patient impact associated with this complaint; however, this complaint is being reported because the alleged time issue was not resolved with troubleshooting. A replacement insulin pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box did not show any time or date resets. A review of the pump history indicates a time adjustment of one hour on 05/09/2012 occurred. A time-keeping accuracy test was performed, and the pump was found to be keeping time appropriately and within specifications. There was no defect found on investigation. The complaint could not be confirmed or duplicated.